Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis found damaged outer insulation at 18.7 cm and all the outer coil filars to be broken consistent with clavicular crush at 18.6 cm and at 18.7 cm from the connector pin. The cause of the reported events for inadequate capture, failure to capture, high threshold and fracture were due to damaged outer insulation and all outer coil filars were broken, consistent with clavicular crush.

Event description:
It was reported that the lead exhibited loss of capture due to high capture threshold. X-ray suggested lead fracture. The lead was explanted and replaced. The patient was in stable condition.